Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patent's date of birth was not provided. The patent's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 12 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient had worsening sternal erythema and the infectious disease specialist was consulted. The patient was afebrile and the white blood cell count was not elevated. A CT scan of the chest was performed on (B)(6) showed a small amount of fluid or gas around the pump and retrosternal fluid collection containing foci gas were observed. The patient was initiated on zosyn for gram negative antibiotics. Cefepime and vancomycin were added on (B)(6) respectively. A follow up CT scan of the chest was done (B)(6) showed retrosternal fluid collection and chest erythema improvement. The patient was discharged to subacute rehabilitation facility on intravenous antibiotics.